Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 95mm proximal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% to 95% stenosed target lesion was located in the severely calcified vessel in left lower leg. Two 2.0mm x 220mm x 150cm coyote balloon catheter and a 3.0mm x 220mm x 150cm coyote balloon catheter were used for dilatation consecutively. However, during the first inflation before reaching the nominal pressure, the balloons ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was fine.

Event description:
It was reported that balloon rupture occurred. The 90% to 95% stenosed target lesion was located in the severely calcified vessel in left lower leg. Two 2.0mm x 220mm x 150cm coyote balloon catheter and a 3.0mm x 220mm x 150cm coyote balloon catheter were used for dilatation consecutively. However, during the first inflation before reaching the nominal pressure, the balloons ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was fine.